Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/03/2011 device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately; the pump was exercised for 29 hours with no insulin delivery issues. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The total basal delivery in the pump history is displayed as 21.412 units for (B)(6) 2011 and 10.783 units for (B)(6) 2011. The history indicated that the patient stopped using the pump on (B)(6) 2011 at 12:38 pm. There were no alarms or conditions indicating a pump malfunction noted in the pump history.

Event description:
The patient contacted animas stating that her blood glucose levels have been in the 400 mg/dl range since (B)(6) and she has been unable to lower the levels. She states she woke up on (B)(6) and her blood glucose was 131 mg/dl. Pt reports she ate breakfast and at noon her bg was 450 mg/dl. She also reports she changed her site and there was no sign of insulin leaking or the cannula being bent or kinked. She denied suffering any symptoms of elevated blood glucose. She reports her bg continued to be in the 400 mg/dl range the previous night and she woke up in the morning with a bg still in the 400 mg/dl range. She reported that when she went on her old pump, her bg levels decreased to 122 mg/dl. The basal setting on her suspect pump is programmed for 21.53 units per 24 hours. However, the history for (B)(6) shows that 10.70 units of basal insulin was delivered. The pump was reportedly not suspended nor was a temporary basal rate set. The history for the previous day was correct. There is no report of a serious injury and the patient's blood glucose levels do not fit the criteria of a serious injury, however, it was alleged that the pump did not deliver the programmed amount of insulin.